Manufacturer narrative:
No further contact from consumer. Several attempts were made to contact the consumer without response.

Event description:
Alleges one of the motors caught fire.

Manufacturer narrative:
The "date of event" has not been provided. The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges one of the motors caught fire.